Event description:
The patient reported he dropped his insulin infusion device today and the display screen is not cracked. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.